Event description:
It was reported to bsc/target that during the procedure the tip of the vent tube broke off. Used another to complete the case and procedure outcome was successful. The patient's condition was not affected by this event.